Manufacturer narrative:
Product ID: 3389s-40, lot# v038036, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37602, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2006, product type: extension. Product ID: 3389s-40, lot# v012773, implanted: (B)(6) 2006, product type: lead. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The company representative reported that before an implantable neurostimulator (ins) replacement for normal battery depletion an open circuit, >40,000 ohm impedance reading was detected between all combinations with and #2 electrode. In addition, the #0 and #3 electrode combination showed a short circuit impedance of 8 ohms. The impedance issues were noted to not have impacted the patient's therapeutic settings or caused premature battery depletion. After connection of the new ins impedances were tested intraoperatively and it was found that the open circuits had resolved; the case and #2 electrode combination had an impedance of 1,000 ohms. However, the impedance between electrode #0 and #3 was still showing 8 ohms. This issue was not resolved. No patient symptoms were reported and the patient outcome was described as "alive no injury." No potential causes of the event were provided, but it was stated that the health care provider (hcp) would not have any more information for medtronic, so further follow-up is not possible. Indications for use: parkinsons dual, movement disorders.